Event description:
It was reported the device result didn't match the customer's hypoglycemia symptoms. At 7:30pm, the customer's device result was either "109 mg/dl or 169 mg/dl". The customer couldn't remember which result was obtained. The customer showed signs of hypoglycemia. At 7:50pm, the paramedics took a blood glucose result on the ambulance meter and the result was 25 mg/dl. The treatment provided by the paramedics was unknown. The customer was taken to the hospital and they treated her with an IV of unknown contents. The hospital also provided the customer with a meal. The hospital result was 71 mg/dl when she arrived. The customer was not admitted into the hospital and spent 3 hours in the emergency room. The customer stores the test strips outside the original strip vial and puts them into the zipper pocket of her carrying case. The test strips were discarded; therefore, no product could be requested to be returned for product evaluation.

Event description:
It was reported the device result didn't match the customer's hypoglycemia symptoms. At 7:30pm, the customer's device result was 109 mg/dl. The customer showed signs of hypoglycemia. At 7:50pm, the paramedics took a blood glucose result on the ambulance meter and the result was 25 mg/dl. The treatment provided by the paramedics was unknown. The customer was taken to the hospital and they treated her with an IV of unknown contents. The hospital also provided the customer with a meal. The hospital result was 71 mg/dl when she arrived. The customer was not admitted into the hospital and spent 3 hours in the emergency room. The customer stores the test strips outside the original strip vial and puts them into the zipper pocket of her carrying case. The test strips were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product no longer available for return.